Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer returned pump for alleged cosmetic damage located at the keypad overlay on 24 april 2023. Unit passed displacement test. Unit failed to pass the self test due to pump error 63 occurring during testing. P-cap was attached and locked into place correctly. The keypad was intermittent during testing. Unit was successfully downloaded using thus for history files and traces. Pump error 63 variable (03) occurred on 07/14/2023 09:18 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcb 1. The following were noted during visual inspection: corroded battery tube, scratched case, battery tube threads cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), broken belt clip rails, stained serial label. Keypad unresponsiveness is confirmed due to moisture damage on pcb1. The keypad was intermittent during testing. Pump error 63 is confirmed due to occurring during testing and cracked soldered joint at u1 pin (01). Cosmetic damage is confirmed at the keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that crack in case. Troubleshooting was performed and found that the location of the damage was keypad (back button). No harm requiring medical intervention was reported. The customer will discontinue using the device. The product was returned for analysis.